Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, "the epg stopped." It was further reported that the patient's own heartbeat was "faster than [the set] rate of the epg;" therefore, the patient "did not have any health hazard." The epg was returned to the manufacturer for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis found no anomalies. Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis found no anomalies.